Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a recoverable fault on the universal surgical manipulator (usm)2, butt the fault did not clear and the system failed to recover. The tse reviewed the system error logs, and confirmed the occurrence of error 23210, pointing to the usm2. Prior to calling, the user had attempted to power cycle the system, but the issue persisted. The tse guided the user through a hard reboot/epp on the patient side cart, but the attempt was unsuccessful. The user disabled the usm2 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified after anesthesia and port placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint and the distal set-up joint. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) and distal set-up joint (dsuj) for failure analysis investigation. The unit was analyzed and the reported 23210 error was not confirmed or replicated on the proximal suj. In artemis, no errors were found reporting to the proximal. The proximal suj was then installed onto an in-house system and the unit did not trigger any errors at startup in normal mode. The proximal suj was tested on patient side cart fixture test platform (pftp) where it passed all tests. After testing was complete, visual inspection found no faults related to the reported event. The distal suj was analyzed and the reported 23210 error was confirmed and replicated. In logs, the 23210 error was found indicating amp high side switch startup test failure, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system and the unit triggered error 23210 at startup in normal mode. The unit was then installed onto a pftp and the unit failed to release any of the brakes during the test. The distal suj was installed an in-house act and retested the unit with passing results. Once testing was completed, the act printed circuit assembly (pca) was aba (applied behavior analysis) tested and was verified to be the source of the fault. The probable root cause is attributed to the act printed circuit assembly (pca) of the distal set up joint (suj) of the patient side cart.

Event description:
Refer to h11 for follow-up information.